Manufacturer narrative:
The manufacturing report # 1810909-2025-00125 was submitted on 27-aug-2025. However, the date of report listed in section b4 was inadvertently recorded as 25-aug-2025. The correct date for section b4 in the manufacturing report # 1810909-2025-00125 should be 27-aug-2025, consistent with the actual submission date. Please note that section b4 cannot be revised in this follow-up submission, as it is being utilized to reference the date of report for follow-up # 1.

Manufacturer narrative:
The root cause for this issue was identified at the third-party packaging site (phc indonesia). Contour® next gen blood glucose meters were not re-configured with units of measurement for canada (which should be in mmol/l) and passed along the packaging line undetected. Therefore, the meters with incorrect units of measurement were used for the lot destined for the canadian market. An urgent medical device recall (umdr) notice was sent to the canadian customers on (B)(6) 2025. The recall notification included a description of the reason for the recall, affected product, consignee responsibilities, and instructions for responding to the formal recall notification. Customers are instructed to contact ascensia diabetes care customer service to return the affected product and receive the replacement product. The umdr explained the potential risk for incorrect units of measurement associated with the contour® next gen meters. Phc indonesia has implemented improvements to resolve the issue of incorrect units of measurement. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® next gen meter with sku # 7923 and serial # 1c57332 was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable. Since the issue was associated with the packaging of the device, the device manufacture date in section h4 has been captured as 24-dec-2024, when the suspected device was packaged at phc indonesia.

Event description:
An advocate from canada called on behalf of the customer to report that the customer purchased the contour® next gen meter from the local pharmacy, which was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. The customer recalled receiving notification from the pharmacy about the potential recall of her device. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter with serial # (B)(6) section d9 has been updated with this information.